Event description:
Inbound. Pt reports system failure with both cadd ms3 pumps when using treprostinjl cadd syringes, lot# 210720, he further reported pump thinks it is empty and the syringe still has drug left, enough for several more hours. No further details provided. (B)(6).